Event description:
It was reported that during preparation for a percutaneous coronary interventional procedure, a catheter breakage occurred. While removing the 3.00x20mm taxus liberte drug-eluting stent delivery system from the protective hoop, the catheter broke. The procedure was completed with another of the same devices, and patient status was reported as 'ok'.

Manufacturer narrative:
Product analysis verified the difficulty stated in the complaint. The delivery device with the stent on the balloon was received and a hypotube fracture and shaft kink were observed. The returned catheter exhibited a hypotube fracture located 86.5 centimeters distally from the edge of the strain relief. The catheter also exhibited a shaft kink located 25.4 centimeters proximally from the distal tip. Visual and microscopic examination of the fracture face revealed evidence that the hypotube had been severely kinked at the fracture site. Further examination of the fracture site did not reveal any inherent material discrepancies that would have contributed to this incident. Visual and microscopic examination of the material surrounding the shaft kink did not reveal any inherent material deficiencies that would have contributed to the kink. A review of the manufacturing records for this batch found that the device met its material, assembly and product specifications at the time of release to distribution.a root cause could not be determined.